Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly insert the cannula or to determine its root cause. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that the cannula never inserted into the skin and instead was laying on top of the skin. The customer's blood glucose reached 300 mg/dl before the pod was removed after 12 hours.